Event description:
Per information provided by the patient's attorney: (B)(6) 2014 - patient was diagnosed with bilateral inguinal hernias and underwent laparoscopic repair with 3dmax meshes. Per the operative notes, "very large left inguinal indirect hernia sac was elevated. A bard 3dmax size-large mesh (device #1) was inserted into the left preperitoneal inguinal space. The right side was also repaired in the exact same manner (3dmax mesh (device #2) was placed), although right side had a smaller indirect inguinal hernia." (B)(6) 2014 to (B)(6)2016 - during post op visits post implant (device #1 & #2), patient was diagnosed with bilateral groin pain and bilateral inguinal hernia with left side larger than the right. (B)(6) 2016 - patient underwent laparoscopic recurrent bilateral inguinal hernia repair with 3dmax meshes (device #3 & #4) and partial removal of the old 3dmax meshes (device #1 & #2). Per the operative notes, "lysis of adhesions was performed. Both right and left recurrent indirect inguinal hernia content and hernia mesh (device #1 & #2) were reduced. Bilateral bard 3dmax mesh (device #3 & device #4) was inserted into each of the preperitoneal inguinal spaces, placed the mesh overlapped with the old mesh." 19-jul-2016 to 01-aug-2018 - during post op visits patient was diagnosed with abdominal pain and bilateral inguinal hernia. Attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, pain and emotional injuries.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical record review, patient with history of hernia repairs using 3dmax meshes (device #1, #2, #3 and #4) was diagnosed with abdominal pain and bilateral inguinal hernias. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. This emdr represents the 3dmax mesh (device #4). Supplemental emdrs were submitted for the 3dmax meshes (device #1 & 2) and an additional emdr was submitted to represent the 3dmax mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : not returned.